Event description:
Reporter called on behalf of husband stating he may have had the er1 message while back but could not remember. Reporter also stated "he did nothing. He just turned his meter off and retested later on." Reporter didn't think her husband had ever done the control solution test. While on call reviewed technique and the importance of the control solution testing.